Manufacturer narrative:
The field service engineer assessed the device on-site. It's confirmed with the user that the device's battery is detached. There's no power loss after plugging back the battery. Fse runs the op check with pass result. The fault is resolved. The device remains with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a detached battery. The reported problem was confirmed. Device returns to normal after plugging back the battery. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse plug back the detached battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that the device has power issue. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.